Event description:
On (B)(6) 2024, irhythm received a medwatch report (mw (B)(4) ) which stated that a patient was prescribed a zio xt device to monitor an abnormal arrhythmia for a 14-day wear period. The report states that the zio xt device recorded usable data for a limited period of time. According to the report, the patient contacted irhythm regarding the device data issue and was informed that extracting information from the returned device was difficult. The report states that 12 days of data corresponding to the patient¿s symptoms were lost. The patient¿s cardiologist deemed the available data from the zio xt as non-diagnostic. In response, irhythm offered a replacement device to the patient¿s cardiologist to obtain better readings. The patient¿s cardiologist declined the replacement device due to issues with the patch and ordered a 14-day monitor from a different manufacturer. The patient reported that the other manufacturer¿s device worked correctly. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.